Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at incoming testing the device's parameter's were out of tolerance and it was noted that the main board was defective. It was additionally noted that the lower case was broken and that some small parts would have to be replaced. All affected parts were replaced, the device was cleaned, checked and calibrated. It was then tested on the automated test system and passed. It conforms to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.